Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 162787-2017-04451. It was reported the patient is no longer receiving effective stimulation on the left side and is only receiving effective stimulation on the right side. The abbott representative met with the patient and lead diagnostics revealed multiple high impedances on the left lead. The physician has determined the entire scs system will need to be explanted thus surgical intervention may be pending.

Event description:
Device #2 of 2: reference MFR. Report: 162787-2017-04451. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted.